Event description:
Provider states tilt not working. A call was placed for additional information and it was learned the powered wheelchair had been brought into the dealer's shop to have a tire changed. During this procedure, the dealer noticed the tilt was not working. Repair completed. No injury.